Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period ( nov 2019 through oct 2020 ) was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Device not accessible for testing: (4117/213) device is not accessible for testing due to the customer not requesting repair service.

Event description:
It was reported that during use in the cardiovascular operating room (cvor), the cardiosave intra-aortic balloon pump (iabp) displayed a "fiber optic (fo) sensor module failure." The customer further reported that they were utilizing the central lumen to transduce pressure with a fiber optic (fo) balloon. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that the reported malfunction was reproducible before the repairs. To fix the issue, the customer's biomed replaced the fiber optic sensor extension and performed a full preventive maintenance with all calibration, functional and safety checks to meet factory specifications performed. The iabp was then returned and cleared for clinical use.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that during use in the cardiovascular operating room (cvor), the cardiosave intra-aortic balloon pump (iabp) displayed a "fiber optic (fo) sensor module failure." The customer further reported that they were utilizing the central lumen to transduce pressure with a fiber optic (fo) balloon. No patient harm, serious injury or adverse event was reported.